Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned threaded on the transportation wire. The stent is severely deformed in its center and pinched at its distal end. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU instructs the user to pull at the very distal end of the stent protector to avoid dislocation of the stent.

Event description:
An orsiro drug-eluting stent system was chosen for treatment. The package was opened and after removing the protective sheath, it was noticed that the stent was dislodged. Therefore, another device with same lot was used.